Event description:
The customer reported via phone call that the insulin pump's keypad was not responding. The customer did not recall any significant events leading up to this issue, but stated that he carries the insulin pump in his pocket. The customer also reported that the insulin delivered a low reservoir alarm. Blood glucose level at the time of the incident was 460 mg/dl. The customer reported treating this with an insulin shot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.